Manufacturer narrative:
Product event # (B)(4). Testing performed: complaint device: device: plasmablade tna- adenoid tip product code (sku): ps300-002e, lot number: # 0207103300 - # 58280, expiration date: 09-2015 quantity returned: 1. Visual inspection: the adenoid tip was received inside a cardboard medtronic shipper box with bubble wrap to fill the negative space. The display box, IFU, supplemental IFU, return good receipt, and adenoid tip were included. No device handle was returned. Lot numbers from the display box were confirmed against the product event page listed in gch. Adenoid tip was used with blood and charred tissue on and inside the tip and melting of the tna housing. Functional inspection: unable to perform functional testing since the device handle was not included in the return only the adenoid tip was returned. Lhr review - documentation review: a review of the lhr for lot # revealed that the lot number was re-worked from a box of four devices to individual devices that originated from lhr # 58280. There were no problems during manufacturing that can be associated to the reported complaint. Investigation conclusion: the complaint that the adenoid tip wire broke was confirmed. Without proper use, it is known that this type of failure can occur. This is a known condition for most electrosurgical devices yet can be exacerbated when operating without suction, with prolonged stationary activation or failure to clean debris accumulated at the distal tip. Operating the device in this state may result in additional exposure of a segment of the electrode adjacent to the intended electrode. While using the device in this condition is unlikely to result in a patient injury (burn), continued activation may lead to further degradation that would render the tip inoperable. This is a common failure due to misuse and has been further investigated and detailed in CAPA (B)(4). Due to an increasing number of this type of failure, a situational analysis ((B)(4)) has been opened to further investigate and confirm the root cause. This complaint will continue to be monitored and tracked in gch. The root cause of this failure is assumed to be improper use per the IFU. IFU: plasmablade tna: instructions for the appropriate use of the device are provided to further reduce the likelihood of the hazard. Precautions: use the lowest power setting and the shortest activation time possible to achieve the desired end effect. Unless the product is being used to spot coagulate a vessel, it is recommended to keep the electrode tip in motion while activated to avoid excessive eschar buildup. Excessive eschar buildup can compromise device performance, including reduced or clogged suction. Prior to us inspect the peak plasmablade for any defect. Do not use if insulation or connectors are damaged. Using the adenoid tip: inspect the tip for damage. If the tip is damaged, do not use it. Do not use sharp or abrasive instruments or materials to clean eschar buildup on the electrode tip as this may damage the tip. The adenoid tip can be cleaned using the cleaning brush by gently brushing the eschar off the electrode from the front. Take care when cleaning around the wire electrode as excessive force may cause damage or breakage. (B)(4).

Event description:
During cleaning of the tonsil and adenoid device, it was noticed that the wire on the tip was broken on one side. Doctor changed device tips to complete the case. No patient impact or injury.

Manufacturer narrative:
(B)(4). Eval method/result/conclusion: product received by manufacturer and pending inspection. (B)(4).

Event description:
During cleaning of the tonsil and adenoid device, it was noticed that the wire on the tip was broken on one side. Doctor changed device tips to complete the case. No patient impact or injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.